Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3083 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse noticed a leak of blood with bubble then of physiological saline on rinsing between the clamp and the puncture point. The pierced piccline was immediately removed. No other information was provided.